Event description:
It was reported that cartridge alarm occurred with multiple cartridges. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.